Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was a burnt part on the digital board. There was no alarm/failure code in the event history log that would indicate the reported problem. A sample evaluation was performed. The visual inspection identified the burnt mark on the digital board. Functional tests were not performed due to the malfunction of the digital board. The cause of the condition was determined to be a malfunction of the digital board. To correct the condition, the digital board was replaced. A CAPA is open to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a burnt mark on the digital board was identified. There was no patient involvement. No additional information is available.